Event description:
Indication for procedure: infection. Procedure: this was a left-sided lead removal of 2 cardiac leads (ra, rv) with an original implantation date of (B) (6) 2004. During the extraction, the patient developed a cardiac tamponade. Patient was stabilized, transferred to the ICU and returned to the operating room the following day for a successful lead extraction. Device analysis: no devices were retained from this procedure for return. Since the serial # is unknown, a lot history file review was unable to be done. There were no indications from the md that the spnc devices malfunctioned or may have been the causative factor in the patient's post-operative status. Patient status: returned to the operating room the following day for a successful laser lead extraction, recovered well and was discharged.

Manufacturer narrative:
Manufacturer dates for all devices: unk.